Event description:
During preventative maintenance of the device, the user reported that the occlusion knob was stuck in the mid occlusion position. Since the event occurred during preventative maintenance, there was no patient involvement during this event.